Manufacturer narrative:
The manufacturer previously reported a failure of a ventilator to power on. There was no harm or injury. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's blower motor needs replaced to address the issue. During evaluation, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery need replaced to address the issue. Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator had a power failure when turning on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.